Event description:
The customer reported that she smelled insulin and noticed that the cannula dislodged from the infusion site. Her blood glucose was 258 mgl/dl. The pod was worn for 3 hours.

Manufacturer narrative:
The device was not returned for eval. The customer reported that the cannula had dislodged from the infusion site. This condition could interrupt insulin delivery and contribute to hyperglycemia. Lot qualification records were reviewed and the product lot met all acceptance criteria.